Event description:
A us distributor contacted zoll to report that a patient developed an oozing rash under the back therapy pad of the lifevest equipment. It was reported that the patient has a nickel allergy. There was no alleged device malfunction contributing to the irritation. The patient's physician advised removal of the lifevest due to the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.